Manufacturer narrative:
Event date is on an unreported date since (B)(6) 2019. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced approximately seven or eight episodes of peritoneal dialysis infections. The cause of and treatment for the events were not reported. It was not reported if the patient was hospitalized for the events. At the time of this report, the patient has recovered from the events. Pd therapy was discontinued. No additional information could be provided as the reporter declined follow up.